Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that she had hyperglycemia of 32 mmol/l due to possible under delivery of insulin. The customer reported that she had gone for radiation treatment and did not remove the insulin pump during the radiation process. The customer reported that she had changed the infusion set and reservoir two days ago. The displacement test was performed and the insulin pump passed the test. The customer reported that the insulin pump did not have any alarms in the history. The insulin pump did not suspend and may have under deliver the insulin during the high magnetic exposure. The customer reported that the drive support cap was normal. The customer was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly and motor error alarm noted. The motor was tested outside of the device and passed. Device passed all operating currents tested within the specific range and passed off no power test. Device passed the delivery accuracy test. Device received with corroded battery tube noted.